Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: ni. Event description: while retrieving the surgeon realized it was splitting at the seam. Intervention: ni. Patient status: no patient injury indicated.